Manufacturer narrative:
The investigation for the reported low pump flow has been completed. The pump was not returned for investigation. The total case runtime was 1 hour and 10 minutes. Data logs show low pump flow throughout the case without reported motor current spikes or positioning issues. The cause of the low pump flow issue was not determined since product was not returned and sufficient clinical information was not provided. The instructions for use referenced in the initial report is for the impella cp with smartassist system in section: use of echocardiography for positioning of the impella catheter.

Event description:
The patient's outcome was reviewed by abiomed's medical safety officer (mso). It was determined that there was not enough information to associate use of device with outcome.

Manufacturer narrative:
The impella device has not been returned for investigation. However, the investigation is in progress. A supplemental report will be submitted upon completion of the investigation. The instructions for use states the following regarding flow issues:¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿

Event description:
The user facility reported an impella cp in a (B)(6) female with heart failure/cardiogenic shock. The complainant reported that impella cp had a sudden decrease in flow. Troubleshooting was unsuccessful as cp flow did not improve. The impella was exchanged with a new cp. There was no harm to the patient. No additional information was provided.